Event description:
A patient reported, that their gums are irritated by the aligners. The patient stated, the aligners caused laceration and swelling of their gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.